Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 242.4030. The reported issue was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - component failure. A review of the device history record showed the device had a manufacture date of 12/04/2015. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
It was reported that the device displayed the error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed the error code 242.4030. There was no patient involvement.